Event description:
Physician put in the victory wire ((B)(4) through the dorsalis pedis up through the occlusion and they enter the tibial vessel. Took a coyote balloon (B)(4) and put it bareback over the wire into the vessel. Inflated the balloon, trying to take the balloon out over the wire and could not remove the balloon. In trying to remove the balloon, the balloon came disengaged from the hub of the catheter and then the physician had to pull the wire out very aggressively in order to keep his position in the vessel and place another wire over the remaining portion of the balloon catheter that was left and was able to pull that balloon catheter out of the vessel and then take another balloon up and finished the procedure that way.